Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient had a permanent atrial fibrillation (af) with irregular conduction of 40-80 beats per minute. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician opted to perform a replacement procedure, this pacemaker was explanted due to safety mode and replaced successfully with a new device. No additional adverse patient effects were reported. The device is expected to return to facility for analysis.

Event description:
It was reported that during routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient had a permanent atrial fibrillation (af) with irregular conduction of 40-80 beats per minute. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient had a permanent atrial fibrillation (af) with irregular conduction of 40-80 beats per minute. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician opted to perform a replacement procedure, this pacemaker was explanted due to safety mode and replaced successfully with a new device. No additional adverse patient effects were reported. The device is expected to return to facility for analysis.